Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left common iliac artery (cia). Following the implantation of a 10x20 non-bsc stent, a 10.0 x 20, 75cm mustang¿ balloon catheter was advanced for post-dilatation. However, during 1st inflation at 10 atmospheres for 30 seconds, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed. No patient complications were reported and the patient's status was good.